Event description:
On (B)(6) 2025, it was reported that the user¿s ilet screen detached from the device while they were lying in bed. The user taped the pieces back together, and blood glucose remained in range. A replacement device was arranged for overnight shipping. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.